Event description:
In 2008 at 1:54 pm (pst), the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that one touch ultra meter has a power issue (meter does not turn on). After the reported issue began on the same day at 3 pm (est), the pt reported developed symptoms described as "shakiness." The pt was not tested on any other meter and denied receiving medical intervention. The pt did not take any action in regards to diabetes treatment as a result of the reported issue. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, food intake, diabetes medication intake, and lfs meter readings prior to the symptoms. During troubleshooting, the customer care advocate verified that the meter did not turn on with the power button pressed and the test strip inserted into the meter, the battery was not replaced per the owner's manual, there was no product misused, and the battery contacts were in good condition. This complaint is being reported because the pt claimed that she experienced symptoms that can be suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.